Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are: hsz, gfa and gff. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a 2mm drill bit broke during surgery to treat an ankle fracture. The distal tip of drill bit fragmented during drilling for the introduction of osteosynthesis material. The drill fragmentation incident was discovered only after the x-rays were checked in the operating room. A fragment of the drill is in the patient bone without possibility of removal. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the drill bit in question was received in a broken condition at the end of the flute. The broken part is missing. Due to the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The returned product was produced in january, 2004. It was received with several traces of mechanical damage. The microscopic view of the broken surface shows a homogenous surface that indicates material conformity. Based on the investigation results, and the received information, the exact root cause cannot be determined. Due to the wear and tear signs, and the age of the device, this product was likely often and intensively used. The cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged prior to surgery. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.